Event description:
It was reported that the device had a bubbled downstream sensor seal during testing. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal was missing. During functional check, the reported complaint was duplicated. Also during visual inspection, it was noticed that the downstream sensor seal was bubbled. Root cause is unknown. Recommended replacing the downstream sensor and the latch lock as a preventative measure due to alarms found in event history log. Replaced downstream sensor seal, downstream sensor sensor and latch lock.